Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system displayed a fatal error and was down. No patient injury was reported.